Event description:
It was reported that the shock lead impedance was measuring out-of-range at 130 ohms. Technical services discussed performing commanded shocks to evaluate the system. At this time the cardiac resynchronization therapy defibrillator system remains in service and no adverse patient effects were reported.

Event description:
It was reported that the shock lead impedance was measuring out-of-range at 130 ohms. Technical services discussed performing commanded shocks to evaluate the system. At this time the cardiac resynchronization therapy defibrillator system remains in service and no adverse patient effects were reported. It was additionally reported that the highest shock impedance value in the past six months was 140 ohms in march and the lowest was 124 ohms the previous november. The impedance had gradually risen over the past year. The physician was considering device replacement.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that the shock lead impedance was measuring out-of-range at 130 ohms. Technical services discussed performing commanded shocks to evaluate the system. At this time the cardiac resynchronization therapy defibrillator system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.